Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s blower has no output, no airflow at all. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:26feb2021. B4:04mar2021. H11:g5:k102985 h10: the customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The rse advised the customer the likely failure is the v60 blower. The customer replaced the blower to resolve the reported problem. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.